Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to difficulty charging the ipg. It was noted that the ipg was tilted. It was physicians preference to replace the ipg.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.